Event description:
Boston scientific received information that this right ventricular (rv) lead had loss of capture. This lead was also displaying high out of range pacing threshold measurements and high out of range impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available this investigation will be updated.

Manufacturer narrative:
Field follow-up confirmed this lead has been taken out of service. Another boston scientific lead has been successfully implanted and to date, no further observations have been reported. As no further information concerning this report is expected and in the absence of a returned product, our investigation is complete. This investigation will be updated should further information be provided.